Event description:
It was reported that the device had premature battery depletion and could not be interrogated. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.